Event description:
It was reported that in the ICU, the cardiosave intra-aortic balloon pump (iabp) unit had made a beep sound and when it was checked, it was found it had  shutdown. They turned the power off and then back on again to confirm that the system test had completed and it started up normally. For safety reasons, they replaced it with another cardiosave. They checked the alarm history, and found that a call to 115 had been made at the time of the incident and they believe that to be the cause of this incident. No health problems were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b3, g2. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse suggested the replacement of executive processor board and video generator board to the customer however the repair status is unknown. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device evaluated however repair status unknown

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that in the ICU, during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had made a beep sound and when it was checked, it was found it had  shutdown. They turned the power off and then back on again to confirm that the system test had completed and it started up normally. For safety reasons, they replaced it with another cardiosave. They checked the alarm history, and found that a call to 115 had been made at the time of the incident and they believe that to be the cause of this incident. No health problems were reported.